Event description:
The patient was given 4 grams of magnesium sulfate. The medication was hung, and infusion was initiated at 50 cc/hour over a two hour period. The patient was complaining of burning at the IV site, so the rate was reduced to 30 cc/hour. Fifteen to twenty minutes later, the patient reported they were "burning up." At this time, it was noted that the entire magnesium sulfate bag was empty.